Event description:
It was reported that the patient with this left ventricular (lv) lead and cardiac resynchronization therapy defibrillators (crt-d) exhibited an increase in pacing impedances reaching high out of range measurements. The representative reviewed all vectors with the physician and programming was optimized. The lv lead and the crt-d still remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.